Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station displayed a black screen.. A field service engineer replaced both boards on back of drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a power supply failure, resulting in the station being unable to power on. The customer reported that there was a delay in dispensing medication for a patient. There were no adverse events or injuries reported based on this event.